Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at site location. Infusion set was used for four days. The insertion site was the abdomen. No further information available.